Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. The reported complaint was confirmed. Unit received without the endcap. Evaluation showed that the handle is out of adjustment and needs to be readjusted. The unit needs repair, and replacement of worn/missing parts. General maintenance and cleaning required.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 4 reports linked to mfg report numbers: 3004608878-2021-00243, 3004608878-2021-00244, 3004608878-2021-00246. A facility reported that the mayfield composite series base unit (a3101) does not lock correctly and was missing silver end cap. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.